Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no complaint was observed on the rv lead. Complaint record was submitted to the manufacturer in error.

Manufacturer narrative:
Concomitant medical products: 4136 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and rising thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.